Event description:
It was alleged that several issues of the swg unraveling during the insertion process using the needle occurred but went unreported. No additional information is available as it was discarded along with the product at the time of occurrence.

Manufacturer narrative:
(B)(4). The device will not be returned.